Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted, also no crack on end cap noted.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 320 mg/dl, which was treated with 7 units of insulin via manual injection. The customer stated that he experienced unexplained high blood glucose even though he had been managing his diet closely. Customer complained of headache, swelling, and impaired vision and treated with 5 more units of insulin via manual injection. The customer's son reported that the insulin pump seemed to have a cracked drive support cap. Customer observed tiny air bubbles close to the infusion set and one in the reservoir. Upon troubleshooting, insulin exited with a manual prime. The customer was advised to change the entire infusion set, reservoir and insulin and to treat per doctor's instructions. Customer noted that high blood glucose may have been due to stress. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.